Manufacturer narrative:
Customer contact reports no patient information is available. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was replaced to resolve the reported issue.

Event description:
The hospital reported the adjustable pressure limiting valve was broken and causing a loss of manual ventilation. There was no report of patient involvement.